Event description:
An angio-seal device was deployed without complications. The pt returned to the hospital six days later with right leg pain. An angiogram revealed a 98% focal leison at the deployment site. A balloon angioplasty was performed and the pt was recovering.